Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that loss of primes started last week, and had occurred every day for the past 3 days; the last cartridge change was last evening and the issue continued. The reporter stated that the cartridge cap was secure and that there were no alarms in the history, no tugging/pulling of tubing and no temperature change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.